Event description:
It was reported that during the device normal replacement, it was noted there was insulation damaged on the lead length. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood/body fluid outer tubing overlay along with being melted, and had a cosmetic environmental stress cracking breach//breach (non-electrical). The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. It was also visually noted that there was apparent explant damage and environmental breach of the over-lay tube is not insulation breach. No actual insulation breach was found.